Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was ranging from 500-600 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.